Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing.  Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported during a surgical procedure there was poor cutting of the knife. The case was completed after replacing the knife. This is one of two reports from this facility.

Manufacturer narrative:
One opened slit knife was received in a blister for the report of poor cutting of knife. The returned sample was visually inspected and was found conforming. The sample was then functional tested for penetration and was found to be conforming. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. The returned sample was found to be conforming, therefore a knife with poor cutting as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. The manufacturer internal reference number is: (B)(4).